Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was loss of pneumo constantly from the very beginning of the procedure. Due to this problem, they had to stop the procedure often. 'They decided not to open.' There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the insulation tip came off the harmonic device. A new harmonic device was used to continue the procedure. The rubber tip of the trocars came off and fell into the patient. They were retrieved. The trocars were switched out and the procedure was completed without any impact to the patient. No other details of the event are known.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.